Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device deliver any staples? No. Did the device cut? No. Just to confirm, did the cartridge move out of the stapler while firing? Yes. Did the cartridge fall into the patient? No. On which firing(s) did this event occur ? 1st. What color cartridge was being used? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or opening)? No info.

Event description:
It was reported that during an unknown procedure, the staple only came out in proximal side and also staple went forward while firing. It seems like the scrub nurse did not insert cartridge right. No patient consequences reported.

Manufacturer narrative:
(B)(4) = incomplete interrupted firing cycle. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.